Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/non-emergency treatment, which was completed as planned by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and observed that the battery indicator was green and pairing indicator was flashing red, even after switching on/off the footswitch. Upon further troubleshooting, it was identified that the footswitch had an internal failure. The defective footswitch was replaced and returned to philips for further analysis. The failure analysis of the wireless footswitch revealed that there was loose and/or broken off element. Additionally, it was found that the test button and system test button-jobstick, handle, switch not working correctly. After replacement, the system was returned to good working condition. This event is not associated with any ongoing field safety corrective action. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that the system's wireless footswitch connection failed, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.